Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was not returned. A photo-investigation was performed on the image. Upon inspecting athe image provided under notes & attachments section, the allegation unable to disassemble on the handle f/torque limiters 0.4/0.8/1.2nm can't be confirmed. The functional test can't be confirmed as the device is not returned. The images show that the set screw was missing in the assembly. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo/video investigation as there was a missing screw in the assembly, however the reported condition can't be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot ==> part: 03.110.005. Lot: 9105598. Manufacturing site: bettlach. Release to warehouse date: 01 september 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the handle f/torque limiters 0.4/0.8/1.2nm was returned and received at us customer quality (cq). Upon inspection of the returned device, scratches were observed on the device which do not impact the functionality of the device. Also, it was observed that the set screw was missing in the assembly. No other issues were identified with the returned device. Functional test: a functional test was performed to disassemble the assembled devices. The devices could not be disassembled. Hence confirming the complaint condition. Document/specification review: based on the manufactured date, the current and manufactured revision of drawings were reviewed: tla handle, mushroom head screw. No design issues or discrepancies were identified. Dimensional inspection: complaint relevant dimensional analysis cannot performed as the internal components are not accessible without the destruction of the device. Investigation conclusion the complaint condition could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the torque limiter was unable to disassemble from the handle in the decontamination unit. Procedure was completed successfully before this event occurred. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for complaint (B)(4).